Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of a swan-ganz catheter in a (B)(6) male, admitted to the ICU post-operatively, that blood leakage was noticed from the balloon inflation lumen. An x-ray was performed and found that the catheter had broken and separated inside of the patient. The clinician was able to use the same lumen to extract the separated portion with a snare. There was no further complication or harm to the patient.

Manufacturer narrative:
Our product evaluation laboratory received one model 131f7 with monoject limited volume syringe. The catheter body broke into halves at 17cm proximal of the distal tip. The catheter appeared to have been cut. The edges of the catheter body and lead wires at the break locations appeared smooth and matched up. The insulation on the lead wires was intact at the break location. The catheter had an indentation at 15cm proximal of the distal tip. Both balloon bonds and balloon latex were intact. Blood was found in the thermistor housing and the balloon inflation hub. Pins in the thermistor connector were bent. Although the findings were aligned to the customer provided x-ray image, it is unable to be confirmed from the picture if the catheter was broken in the patient. The customer report of "catheter broke" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Per the catheter preparation section of the IFU, ¿avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the thermistor wire circuitry if present.¿ additionally, the insertion procedure section instructs that ¿overtightening the proximal tuohy-borst adaptor of the contamination shield may impair catheter function by potentially compressing and occluding the lumens¿. In this event, the catheter is alleged to have broken while inside the patient and was retrieved with a snare. The potential for injury is not remote, as the catheter tip could embolize to the lungs. It is unknown whether user or procedural factors contributed to the stated event.